Event description:
Received info from user facility that "metal shavings were coming off during use". The "physician was unable to flush out all of the metal shavings". Surgery was not delayed, altered, or extended. No injury reported.